Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at blue screen. A technical support specialist dialed into the station and identified that the screen was stuck on the login page, logged into carefusion application and launched the medication application. Following knowledge article (ka) medstation application not launching automatically; station at blue screen, verified that the set auto login for carefusion application checkbox was enabled in both station configuration utilities, rebooted the station, and it automatically logged into carefusion application and launched the medication application, then spoke with customer and confirmed that user was able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on a cfn blue screen requesting an administrator password. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.